Event description:
Caller reported a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided the caller through the pump reset process, but the call was disconnected. No additional information was received regarding the outcome of the event. Upon follow up cts provided pump reset information. Cts walked caller through pump reset. After reset pump reset cgm error code did not reappear.